Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device would not synch. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.